Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod. When removed from the infusion site (abdomen) due to insulin leaking, the pod's cannula was found to be dislodged. As treatment, a new pod was placed.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No damages or deficiencies to the fluid path were observed that would result in the pod leaking during wear. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No damages or leakages were observed. No problem was found. An 0x6a, occlusion during runtime (threshold exceeded, not at end of bolus), alarm was observed in the pod data. No damages or deficiencies were observed that could have contributed to the observed occlusion alarm. The cause of the occlusion alarm could not be determined.